Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. During patient set up the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective circuit board. After replacing the circuit board, the device was found to be functional and was released for use. If the ventilator will trigger the same tfs during ventilation it will go into ambient mode. In that state, the issue could potentially impact patient safety since the ambient mode of the device could result in inadequate ventilation support. Therefore, the event is deemed as a reportable event.

Event description:
The following was reported to hamilton medical ag: during patient set up. Seft test failed alarm with tf (B)(6) (voltage out of tolerance) during start up. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: during patient set up. Seft test failed alarm with tf 431002 and 444004 (voltage out of tolerance) during start up. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: during patient set up. Seft test failed alarm with tf 431002 and 444004 (voltage out of tolerance) during start up. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).